Manufacturer narrative:
Citation: demetrius k lopes, roham moftakhar, david straus, et al. "Arteriovenous malformation embocure score: avmes." J neurointervent surg 2016;8:685¿691. Doi:10.1136/neurintsurg-2015-011779. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature that one patient experienced a fatal re-hemorrhage after embolization who had an incomplete embolization and underwent postembolization.